Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease sharp opening on the radius side and non-penetrating nick. Based on the device analysis, the final assessment is a sharp crease opening on the radius assessed as a fold flaw opening, and non-penetrating nicks. Additional corrected, and/or changed data: b.5., b.6., b.7., d.6b., d.9., h.3., h.6.